Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The microcatheter, introducer and torque device used with the guidewire were not returned. Visual inspection of the device revealed no anomalies were observed with the nitinol or distal tip. No anomalies were observed with the hydrophilic coating as well. Analysis under magnification of the returned device revealed that the ptfe (polytetrafluoroethylene) coating was peeled/scraped off on several places on its proximal approximately 40.0cm section from the proximal end. The ptfe was also scrapped off at approximately 105.0cm and 144.0cm from its proximal end on one side. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet and/or introducer. The guidewire was bent on several places along its ptfe length. During functional testing, the guidewire was loaded and advanced through the proximal end of a demonstration stryker excelsior microcatheter and there was slight friction and/or resistance felt during the advancement. Information available indicated that the device was prepared per the dfu. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the guidewire contributing to the observed damages (bends and friction). The ptfe coating appeared to be scraped off of the guidewire during use with the torque device; however, because the torque device was not returned with the guidewire, the cause of the ptfe peeling cannot be definitely determined.

Event description:
It was reported that the polytetrafluoroethylene (ptfe) coating on the guidewire had peeled during the procedure. The physician replaced it with a new guidewire and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the polytetrafluoroethylene (ptfe) coating on the guidewire had peeled during the procedure. The physician replaced it with a new guidewire and continued the procedure without clinical consequences to the patient.